Event description:
During exploration of lumbar spine and revision/removal of old hardware (spinal cases used for spinal fusions), a piece broke off while surgeon was removing the old cage from spine fluoroscopy done. All pieces were retrieved successfully. No injury to pt. Company to do their own internal investigation of equipment.